Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was in ventricular tachycardia (vt). During the ventricular fibrillation (vf) episode, the physician believed that the patient received inappropriate shocks. The premature ventricular contraction (pvc) initiated the ventricular arrhythmia and anti-tachycardia pacing (atp) was delivered in vt zone. The rhythm accelerated into vt again. Vt recurred intermittently with appropriate therapy. The patient remained in ventricular arrhythmia at the end of the episode when therapy was exhausted. Technical services (ts) recommended to consider extending redetection and/or post shock duration. This device currently remains in service. No adverse patient effects were reported.